Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was randomly shutting down and rebooting. Technical support specialist (tss) reviewed log files which indicated a power issue with the power supply. A field service engineer replaced the replaced the power supply, rebooted and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced random reboots, at times it powered back into the application with all drawers not detected on the bus, and at other times it booted to a black screen. However, there were no delay in patient care and no adverse events or injuries reported based on this event.